Manufacturer narrative:
Reference number (B)(4). Catalog number is the international list number which is similar to us list number of 062918. The device involved in the event remained in the patient and was not returned; therefore, a return sample evaluation is unable to be performed. Perforation is a known complication of a peg- j tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On an unknown date, a patient in netherlands underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. After an unspecified amount of time, the patient was hospitalized due to complaints of pain. After computerized tomography scan, it was clear that the small intestine could get hooked behind the peg-j tube. The gastroenterologist confirmed that the "bumper small intestine where torsion occurred. Accidentally punctured 2 loops." On (B)(6) 2023, the patient had surgery. Peg-j tube was kept. On (B)(6) 2023, the patient was discharged home.